Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite implant (os4511) was received for investigation. Visual inspection of the returned product identified signs of wear on the platform and around the external threads due to usage. Measurements were taken and through dimensional analysis and comparison the product's specifications it was determined that the device met design specifications. X-ray or images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. All sterilization activities were conducted with no nonconformities per sterilization record (op# 170). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint reported peri-implantitis. The reported complaint of peri-implantitis (bone loss and infection), couldn't be verified. Bone loss could not be verified since x-ray images were not provided. Additionally, infection could not be verified through visual inspection of the returned device since it is a medical condition. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to perimplantitis.